Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s908usqs8fyf2 hardware: sm-s908u cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2025). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, chest and abdomen pain, fatigue and feeling lethargic. Upon arrival at the hospital when removing the pod from the infusion site (leg). The cannula was found to be bent. The patient was treated with an insulin drip. The patient was in the hospital for 3 days.